Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the flange broke at the top of the tracheostomy tube when they were trying to insert it percutaneous. The procedure was discontinued and the patient was intubated with an endotracheal tube. There was no patient harm.